Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device did not find any issues that would result in high blood glucose levels or failure to adhere. The exposed cannula was found to be stretched and measured 10.19 mm. No other defects or deficiencies were found during the investigation. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 320 mg/dl while wearing the pod for longer than 48 hours on the infusion site (arm). As treatment, patient administered insulin and drank water. Last week patient changed the night basal rate settings.